Event description:
In late 2008, the pt was surgically treated for an aortobronchial fistula and chest bleeding with a gore tag thoracic endoprosthesis. An axillofemoral bypass was also performed. Six days later, the pt was surgically treated with a gore tag thoracic endoprosthesis to anastomose the thoracic endovascular graft system with the abdominal endovascular graft system. A splenectomy was also performed. Post-operative diagnoses noted rupture of aneurysmatic false lumen in the chest, hypovolemic shock, consumption coagulopathy, left chest hematoma with white lung and active bleeding. The next day, the pt expired. The cause of death was severe coagulopathy postoperatively.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.